Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device would not interrogate via rf telemetry. It was noted that the device had stopped communicating remotely as well. Patient will be monitored via inductive transmitter. Patient was stable before, during and after the event.